Event description:
On 30 dec 2021, a customer contacted a cue health inc. Technical support representative to report three (3) false positive results on approximately 15 tests. Cartridge ln 16445e; cartridge sn (B)(4); reader sn (B)(4). Customer has not provided additional testing information.

Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.